Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at her home from diabetes complications. The customer was wearing the insulin pump at the time of death. The caller also shared that the customer experienced kidney problems as well as numerous internal complications. The caller agreed to return the insulin pump for analysis. Nothing further was reported.